Event description:
It was reported that the product had discoloration/mold. Device was not in contact with the patient. There was no patient injury/death. The product was not used. The procedure was aborted. The product was stored per labeled instructions. All the seals were intact prior to attempted use.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.